Event description:
It was reported that the ventilator while in use shut off multiple times. Reportedly, the ventilator could not be swapped out s they had to keep turning the unit on. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A data acquisition (da) board and data acquisition (da) to motor controller (mc) cable were returned for analysis. A visual inspection of the returned components was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found on the da board. The da to mc cable root cause was due to it being out of specification.

Manufacturer narrative:
The customer spoke with technical support and reported that the unit logged error codes indicating data acquisition pcba adc reference failed, air flow sensor calibration data error and o2 flow sensor calibration data error multiple times. The customer requests onsite service. The service provider (sp) inspected the device. The sp replaced the data acquisition (da) board and the da board to motor controller (mc) board cable. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.